Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the 4 french PICC provena introducers are fishmouthing frequently. It was stated they have to hold really low on introducer to advance.